Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the serter had jammed the sensors. Customer's blood glucose was unknown. Customer mentioned the broken sensors were unusable. Customer will not be returning the sensor for analysis.